Manufacturer narrative:
Correction - please change the date (B)(6) 2017 on the initial report to (B)(6) 2017.

Event description:
It was reported that the patient presented for a system explant due to infection. The infection appeared to be localized. It is believed that the infection is not device related. In addition, it was noted that a hematoma developed prior to the infection. The patient is doing well and will continue to be monitored.

Event description:
New information notes that the patient was in care home and contracted cdiff had a bed sore and got infected which caused msra.